Manufacturer narrative:
As reported, a 5x100mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted; however, it ruptured at 20-atmospheres pressure (atm) due to heavy calcification. There was no reported patient injury. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was continued. The lesion was the iliac artery with chronic total occlusion (cto). The vessel level of calcification is severe. The vessel level of angulation and tortuosity is moderate. The device was prepped per the instructions for use (IFU). The device was prep normally. The same indeflator was used successfully with other devices. The balloon was inflated normally. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The device was not returned for analysis. A device history record (DHR) review of lot 17551801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst above rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (heavily calcified cto lesion with moderate angulation/tortuosity) and procedural/handling factors (inflated 4 atm above rbp) most likely contributed to the reported event since calcified/resistant lesions and over-inflation can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber pta balloon catheter (5mm10cm155) was inserted; however, it ruptured at 20-atmospheres pressure (atm) due to heavily calcification. There was no reported patient injury. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was continued. The lesion was the iliac artery with chronic total occlusion (cto). The vessel level of calcification is severe. The vessel level of angulation and tortuosity is moderate. The device was prepped per the instructions for use (IFU). The device was prep normally. The same indeflator was used successfully with other devices. The balloon was inflated normally. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The device will not be returned for evaluation as it was discarded by mistake.